Event description:
It was reported that the device was not pumping. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure and front cover, a faded line cord and pole clamp, as well as an outdated printed circuit board (pcb) and power switch. Functional testing found the pump motor was not functioning due to a bent micro switch. The root cause of the reported issue was found to be customer damage. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Found during pm. No patient involvement.